Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, the contamination was likely related to inadvertent bowel nicking during the surgical procedure, resulting in non-sterile contamination of the initial pump. In addition, there was not any concern regarding pump functionality or product sterility. Therefore, the root cause is traced to surgical use error.

Event description:
The patient underwent pump insertion procedure. During insertion, the pump became contaminated secondary to bowel exposure and was immediately removed from the sterile field. Following discussion with boston scientific specialists present in the operating room during pump replacement, it was disclosed that the physician's resident was performing the procedure. The physician requested a replacement pump due to contamination encountered during surgery. Although full visual confirmation was not obtained by the boston scientific specialist, the contamination was likely related to inadvertent bowel nicking during the surgical procedure, resulting in non-sterile contamination of the initial pump. The request for replacement was not related to any concern regarding pump functionality or product sterility upon opening, but rather to intraoperative events occurring during the surgical procedure.